Event description:
It was reported by repair work order that the ground path was compromised as the power cord was broken with exposed wires. It was also reported that the headend lift was stuck at an elevated height due to a damaged motion interrupt pan. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.